Event description:
The reporter stated that the pt went to the hospital and underwent ear surgery. On the morning of (B)(6) 2013, the practical nurse inserted the catheter again at the same site. Resistance was found in the second puncture and the pt felt a lot of pain. The second attempt was also unsuccessful. So the nurse removed the catheter and used another catheter. Later the nurse found part of the catheter tip was lost in medical waste. The nurse found that the catheter as short 2mm, irregular, one side on it was smooth, and the other side was a little long. On an unk date, an x-ray was performed. On (B)(6) 2013, the reporter stated that the catheter was not found in the insertion site of the pt. On an unk date, the pt was discharged from the hospital without discomfort.

Manufacturer narrative:
The investigation from the plant, the raw material was confirmed as qualified during incoming inspection. There was no occurrence of this nonconformance detected during the lot's manufacturing. The processing inspection and outbound inspection were up to standard. Investigation was performed on retention samples, the surface of the catheter was smooth, the catheter met specification. Unable to do further testing as the sample was not returned for eval.